Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture-r ready-screen (crrs), lot g149, capture-r ready-ID, lots id082 and dn014. The patient's samples were tested on an in-house abs2000 instrument with retention crrs, lot g149 both samples were nonreactive on in-house abs2000 instrument. Manual solid phase testing was performed using the same reagent lots and no reactivity was observed. Manual tube testing was performed with returned patient samples using panoscreen I, ii and iii, lot 16913 with immuadd as the potentiator. Reactivity with cell ii, (e+e-) +/- to +w was observed at room temperature incubation and +w to microscopic reactivity was observed at the antiglobulin phase of testing. The sample was dtt treated and retested using the same lots and potentiator as in the initial tube testing. Both samples were nonreactive in all phases of testing.

Event description:
Customer reported an unexpected negative antibody screen on the abs2000 on a patient with a history of anti-e; repeat testing was also negative. Manual capture testing resulted in positive reactions with screening cell ii. Reactions with capture-r ready-ID and ready-ID extend ii displayed 3+ and 4+ reactions.